Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test, no motor error alarms noted. Unable to prime the insulin pump during prime test due to faulty force sensor. The motor was tested outside the device and passed. Unable to perform the occlusion and excessive no delivery test due to prime anomaly. The insulin pump received with cracked battery tube threads. The insulin pump received with scratched lcd window.

Event description:
It was reported that the customer was taken to the emergency room with a blood glucose of 440 mg/dl and vomiting. The customer had previously called to report a motor error alarm, and was unable to give himself insulin due to the alarm. Troubleshooting was performed when the customer called, and the insulin pump passed the displacement test. The motor error alarms were confirmed in the alarm history. Nothing further was reported.